Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance was observed on the left ventricular lead. The patient will continue to be monitored by follow-up. The patient experienced no adverse health consequences.